Event description:
Explanting physician reported left side "breast pain due to rupture of device." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage.and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported, left side "breast pain, due to rupture of device". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: not observed, through the photos provided pain: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued (health effect - impact code 3): f15.

Event description:
Explanting physician reported left side "breast pain due to rupture of device." Device has been explanted.